Manufacturer narrative:
This report is submitted on january 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array. Clinical management is ongoing. The implanted device remains.